Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a33 alarm due to completely broken reservoir tube lip. Insulin pump received with loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor alarm. Customer's blood glucose level was 288 mg/dl. Customer stated the drive support cap was sticking out. Customer declined troubleshooting for no delivery alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.